Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Based on the verbatim, the probable root cause for the leakage could be due to valve issue. CAPA#1379444 was initiated to address the issue.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood during use. The following information was provided by the initial reporter: "when flushing the catheter releases resistance and then blood flows out of the hat on the catheter.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked blood during use. The following information was provided by the initial reporter: "when flushing the catheter releases resistance and then blood flows out of the hat on the catheter."